Event description:
Further information was received indicating that the patient underwent full revision surgery on (B)(6) 2015. It was reported that the lead was replaced due to lead break and the generator, replaced due to near end of service. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1584 ohms. It was reported that the explanted devices will not be returned to the manufacturer. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient presented high impedance with dcdc 7 on normal mode diagnostics and system diagnostics. The generator was disabled on (B)(6) 2015 and the patient was referred for x-rays. No patient adverse events were reported to date. No known interventions have occurred to date.